Event description:
Country of complaint: (B)(6). The thread broken very easily. Tensile strength is reduced. Thread detached from needle very easily.

Manufacturer narrative:
Mfg site eval: samples received: 1 open and 23 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Received 23 closed samples and one open sample with only the thread inside, without needle. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the OEM. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: not justified. Corrective/preventive actions: not applicable.